Event description:
During the surgical procedure, the white portion of the device in the"jaw" peeled away from the jaw, occurring less than 5 minutes of use by the surgeon. Three harmonic instruments were opened and used due to the same reoccurring event problem. There was no harm to the patient; all pieces remained attached to the instruments.